Manufacturer narrative:
Approximate age of device ¿ 4 years 3 months 25 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient experienced a no external power event while on the mpu. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 40 days of data ((B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 08:08, the rsoc voltage levels of both power cables fluctuated from the expected ~12.8v down to ~3.7v activating power cable disconnect, low battery hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored, and pump support was not affected during these events as the system was supported by the backup battery. The mobile power unit, serial number (B)(6) , was not returned to abbott for evaluation and remained in use. The provided information indicated that the serial number of the mpu used during the reported event was (B)(6) and the patient was given a v-lock ac power cord on (B)(6) 2019. The account did not indicate if the power cord came loose at the wall/outlet or the back of the unit; the account stated that there were no environmental circumstances that would have affected the a/c power at the time of the event. Analysis of the submitted log file indicated that the root cause for the no external power alarm was determined to be related to an intermittent loss of the ac power. Abbott will continue to monitor for similar events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was given a v-lock ac power cord on (B)(6) 2019. The account did not indicate if the power cord came loose at the wall/outlet or the back of the unit; the account stated that there were no environmental circumstances that would have affected the a/c power at the time of the event.